Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to infection. The original procedure, which occurred approximately four (4) months ago, involved an above the knee amputation. The removed hardware included a nail and three (3) 5.0 mm locking screws. There was no surgical delay or additional medical intervention related to the procedure reported. All of the hardware was reported to be intact upon removal. Additionally, the patient's fracture had healed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. (Expiry date): march 2020 the date of the original implant procedure is unknown, but occurred approximately four (4) months ago. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: monument - manufacturing date: (B)(6) 2011 - expiration date: (B)(6) 2020 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.